Event description:
The company was informed that the pt is experiencing no lock with the internal device. Revision surgery is under consideration. Advanced bionics is in the process of gathering more info. Once more info is received a supplemental report will be submitted.